Event description:
The customer contacted physio-control to report that their device would begin to boot up then after the screen had been lit for approximately 2 seconds, it would turn off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
A third party service provider evaluated the device and was unable to verify or duplicate the reported issue. They replaced the battery pins and reseated the j11/p11 power connector as a precaution. The root cause of the reported issue could not be determined. The service provider then observed normal device operation through functional and performance testing and returned the device to the customer.

Manufacturer narrative:
The customer was unable to provide any further information for the event or the patient. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would begin to boot up then after the screen had been lit for approximately 2 seconds, it would turn off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.